Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a microclave® neutral connector where it was reported that the clave would not allow fluid to flow through/ infuse. There was patient involvement however there was no report of patient harm.

Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item b3300 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review for the lot was reviewed and no non conformities were found that would have led the reported condition on the complaint.